Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated her health care professional noticed that the display is not as bright as it should be. The reporter stated the contrast is set at 10, contrast reset did not change the brightness of the screen. Reporter stated she noticed it gradually faded over time and she cannot read it outside. Reporter has to cup her hands over the screen to read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.